Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-01270. It was reported the patient receives ineffective stimulation therapy. An sjm representative interrogated the system and found high impedances on several contacts. Reprogramming was only able to provide stimulation in part of her pain pattern. Images were taken but showed no anomalies. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-01270. One lead was explanted and replaced. It is unknown which lead was explanted therefore both leads are being reported as explanted. It was reported one of the leads was explanted and replaced on (B)(6) 2016. The patient reportedly received effective stimulation following the procedure.